Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 11 mg/dl. The customer declined to provide further information regarding the event to tandem technical support.